Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation the ECG a and the front therapy electrode was pulled from the ECG b cable, damaging wires within the cable. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged electrode belt.